Manufacturer narrative:
Additional information : the device was manufactured june 02, 2017 - june 03, 2017. One actual device was received for evaluation; the second sample was not returned. Visual inspection with magnification showed two small holes in the front of the bag at the letter ¿d¿ where the word englewood was printed. Functional testing was performed which revealed two small holes in the same area of the bag which caused the leaks to occur and observed ink printing defects in the same area as the leaks. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from "the peripheral side". This was noted during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.